Event description:
It was reported that a patient experienced an issue with their device not charging properly and suspected that the port might be damaged. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting for the issue.